Manufacturer narrative:
The serial number and date of manufacture was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges as she was crossing the road, the chair allegedly threw her out. The chair allegedly flipped over on the road causing her to sustain an injury.

Manufacturer narrative:
The "serial #" was never retrieved. A field service technician evaluated the device. Tested ok. Unit is working properly.

Event description:
Alleges as she was crossing the road, the chair allegedly threw her out. The chair allegedly flipped over on the road causing her to sustain an injury.